Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was found to be dislodged. Surgical intervention was performed and this lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was discarded at the hospital.